Event description:
The customer reported the sound when operating was extremely high, and damage on the electropneumatic proportional valve unit during set up / inspection for use involving an olympus high flow insufflation unit. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.